Event description:
The pt was undergoing an orif of the left ankle when the head of 2 cancellous screws broke off during implantation. Both screw heads were retrieved from the pt, the rest of the screw was left in place.